Event description:
It was reported the unit was not functioning properly. Upon eval, evidence of fluid ingress was detected and the sensor bracket was found corroded. No pt involvement or adverse consequences were reported.